Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that when he woke up this morning his blood sugar was high. He changed out the entire infusion set and gave a bolus and went to work. The customer states that when he got to work his blood sugar was 577 mg/dl. Customer states that he changed out his infusion set and it still did not work. The customer states that insulin leaked out of the reservoir compartment and it will not read or deliver the whole insulin amount requested without giving a no delivery message. Troubleshooting was performed. The insulin pump will return.

Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No moisture damage noted in the reservoir compartment. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.